Event description:
It was reported that the user experienced a cartridge alarm, identified as alarm 20, during loading, and verified in the pump's history. There was no reported impact to the customer¿s blood glucose level at the time of the event. The pump was replaced as part of corrective action, following confirmation and instructions from technical support, though the customer chose not to provide details about alternate insulin delivery methods during the transition.